Event description:
Revision recommended for asr implant - right hip.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. Although the specific nature of the pt's complaint is unk, because revision has been recommended by depuy's third-party claims administrator, it is reasonable to conclude that the pt's complaint has been determined to be product-related.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref. Wwcapa (B)(4).

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Depuy still considers the investigation closed.

Event description:
New etq record created in order to update etq (legacy system) complaint number (B)(4). Reason for original complaint: revision recommended for asr implant - right hip. Update received: 11th february 2014 - added type of product: asr xl, added reason for revision: alval / soft tissue reaction, added hospital: ascot, added future revision date: (B)(6) 2014 and added all products: cup, head and taper sleeve. Asr revision due to take place (B)(6) 2014. Asr xl - right. Reason(s) for revision: alval / soft tissue reaction.

Manufacturer narrative:
Depuy still considers the investigation closed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
New etq record created in order to update etq (legacy system) complaint number (B)(4). Reason for original complaint - revision recommended for asr implant - right hip. Update received: 11th february 2014 - added type of product: asr xl, added reason for revision: alval / soft tissue reaction, added hospital: ascot, added future revision date: (B)(6) 2014 and added all products: cup, head and taper sleeve. Asr revision due to take place (B)(6) 2014, asr xl - right, reason(s) for revision: alval / soft tissue reaction. Update - added manufacturing dates, received confirmation that revision has taken place. Taken from (B)(6) spreadsheet dated 15th april 2014.

Manufacturer narrative:
Depuy still considers the investigation closed. Should additional information be received the investigation will be reopened.